Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the radiographs show that there is a very subtle fracture of the fixation nail. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 14-405032 ti-dble lead cort 5.0x32mm scr 046630,  14-405036 ti-dble lead cort 5.0x36mm scr 331100, 14-405048 ti-dble lead cort 5.0x48mm scr 517320,  14-405052 ti-dble lead cort 5.0x52mm scr 756530,  14-405075 ti-dble lead cort 5.0x75mm scr 416520,  14-440041 7mm x 200mm cannulated drill 294490,  14-440115 ankle locking nail 10 x 150mm 639680,  950095  3.2mm steinmann pin sterile 871000,   14-410002 bead tip gd wire 2.6mm x 80cm 059220.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Post operative x rays notes bone quality is osteopenic, and confirms fracture of nail. Attempts were made to gain more information however, no information was received.